Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow-up. Upon initial interrogation the device displayed a message, "device in evvi settings". The nurse indicated that the evvi button on the programmer was not pushed. The device was programmed back to normal settings. No patient symptoms were reported.